Event description:
Pediatric pt is a subject in a clinical trial sponsored by a pharmaceutical firm. On (B)(4)2010, study investigator informed dexcom that pt experienced a broken sensor wire five days after insertion. Pt had no injuries, and no medical intervention was required.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested, no response has been received to date. (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.